Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported vent inop due to a data acquisition pcb adc reference failure. There was no patient harm.

Manufacturer narrative:
No patient information has been provided.

Manufacturer narrative:
The manufacturer's field service engineer (fse) confirmed the reported issue. Review of the device diagnostic history indicated a vent inop occurrences due to due to a data acquisition pcb adc reference failures. The fse replaced the data acquisition pcb to motor controller pcb cable to address the finding. The device successfully passed performance specification testing. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The customer reported vent inop due to a data acquisition pcb adc reference failure. Patient was intubated and bagged. There was no patient harm.